Manufacturer narrative:
E1: a reporting facility contact name was not provided for reporting. H6: the investigation is ongoing. The root cause has not been identified. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of a patient injury involving the magnetom vida system. It was stated that patients were experiencing increased noise while being scanned wearing in-ear headphones. It was further clarified via e-mail that three volunteers were scanned. Volunteer 2 and 3 experienced noise and tinnitus-like symptoms only during the scan. Volunteer 1 is still experiencing episodes of tinnitus lasting 1-3 minutes three weeks after the mr examination. Ten weeks after the examination, the patient's tinnitus symptoms are reduced but still present.

Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported event. Our service engineer forwarded the following additional information: - at the customer site, three different headsets were tested on two different tables by one tester. For all combinations an increased noise level was reported. - the customer confirmed that the magnaplugs were used in combination with the magnacoil headset according to the instructions. - the magnaplugs were ordered in march 2024. - the cables of the headset were not touching the coil during scanning. Our experts evaluated the provided information. Unfortunately, none of the used headsets were returned to us and a malfunction of the headsets could therefore not be excluded. However, pictures of the headsets were assessed by our experts. No damage is visible that could explain a malfunction of the headsets. White marks on the hose were identified as adhesive residue from the cse. The maximum noise level of the magnetom vida system was measured according to nema (mgan) and was determined to be 115 db(a). Following the mgan method, a technical sequence was used for measuring the maximum noise level that generally achieves a significantly higher noise level than clinical sequences. The required hearing protection value is derived based on the 99 db(a) regulation for one hour of exposure: 115 db(a) + 3 db (tolerance) - 99 db(a) = 19 db. This 19 db value must be observed as the minimum hearing protection. Since there have been no complaints about the system or image quality, no acoustic abnormalities are assumed for the customers system compared to other vida systems. The magnacoil headset system must be used together with the magnaplugs and has a noise reduction of about 36.7 db. To prevent injuries due to wrong operation and insufficient hearing protection a warning message is implemented in the magnetom family operator manual ¿ mr system and coils syngo xa60 (print no. Mr-02601g.621.15.02.02, pages 91-93): - apply the magnaplugs carefully. - check your system owner manual for the hearing protection data and decide whether the noise reduction of about 36.7 db single number rating is sufficient. Please always follow the instructions for applying the headset: 1. Connect the headphone to the corresponding connector at the foot end of the patient table. 2. Attach the plug to the coupler and check that the plug is firmly inserted. Holding the coupler, roll the plug into a tight cylinder between your fingers. 3. Apply the plugs to the patient¿s ears. 4. Route the cable over and behind the patient¿s ear. 5. Use wedge cushions to position the patient¿s head in the head coil. Ensure that the red magnacoil coupler does not touch the coil wall as this may increase the noise level. However, even with hearing protection the sound of the mr system can feel uncomfortable to the patient. The system is equipped with a squeeze ball for the patient to alert the operator in the event of experiencing discomfort. Unfortunately, without the headset being returned to us, a clear root cause could not be determined.